Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom which was not reproduced. Air in line alarms were confirmed through review of the event history log. No component could be identified for causality and the device was functioning as intended.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.